Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a cracked reservoir cover around the bolts and an enclosure that seemed to have been replaced. The unit also had an old style pcb. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem was confirmed during testing. The unit had a bad pump assembly. This component was worn from normal use. The aforementioned was identified as the root cause of the product problem. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported the device had a bad pump. No patient injury or complications were reported in relation to this event.